Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was seen at the emergency room and continued to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor: sn (B)(4), 08/2014 - reuse; electrode belt: sn (B)(4), 02/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A u.s. Distributor contacted zoll to report that a patient experienced an inappropriate defibrillation. After review of the downloaded data, it was confirmed that the patient received one inappropriate treatment at 11:03:26 on (B)(6) 2015. Motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. The patient was seen at the emergency room and continued to wear the lifevest.